Manufacturer narrative:
Use error/training. Per tandem's user guide: your t:slim x2 pump is watertight to a depth of 3 feet for up to 30 minutes (ipx7 rating), but it is not waterproof. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Reportedly the pump was exposed to water. Customer¿s blood glucose (bg) level was "high"; cause was unknown. A manual injection was administered to address bg. The customer reverted to an alternate method of insulin therapy.